Event description:
Device malfunction: difficult to remove/clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after advancing the thumb advancer, resistance was not felt. The sheath did completely split and the clip was deployed. The device was noted to be difficult to remove. The safety release button was not used; however, the device was removed using counter-traction and an assertive pull per time instructions for use. It was noted that the clip was still on the end of the device. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.